Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a follow up and was experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had undergone a therapeutic electrical stimulation procedure. After a software download, normal function resumed.